Event description:
On (B)(6) 2025, a patient had total hip arthroplasty. A postoperative tibial bone fracture occurred. On (B)(6) 2025, a revision was performed to remove the index components which were replaced with another manufacturer's components.